Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported rupture diagnosed by ultrasound. Device explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.